Event description:
Customer reported a loss of communication between the panorama contral station and ambulatory telepack, which may have affected ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep advised the customer's in-house biomedical engineer to correct the problem by clearing the system's error logs and rebooting the central station. Communication was reestablished.